Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that on an unknown date, the patient recovered from peritonitis and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (500mg once every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1gm once daily, intraperitoneal, ongoing) for peritonitis. The patient was discharged the day after hospital admission. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.